Manufacturer narrative:
The external flow cable was not returned to the product safety department from the field for a root cause analysis. Therefore, unable to isolate the cause of the cable failure. Investigation cloncluded.

Event description:
Customer reports unit "vent inop"--external flow sensor disconnect.